Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced inflation issues leading to the replacement surgery. During the procedure, fluid loss was noted on the device. However, it was also indicated there were no device malfunction associated with the device. The patient did not experience any further adverse events and was said to be good after the procedure. No more information available at the moment. Should additional information become available, it will be provided.